Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that majority of the coil was stretched from the handshake connection to the distal end of the coil which was detached. The burr failed to return for further device analysis. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint and analysis of the complaint device, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the corroded turbine, device damages, and reported events were attributable to procedural use.

Event description:
It was reported that the burr became stuck in the lesion and detached requiring additional intervention. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid to right coronary artery (rca). A 1.50mm rotapro device was selected for use. Ablation was performed from the proximal rca segment towards the distal side at 180,000 rpm for 15 seconds. While ablating, a stall indication appeared, and the burr became trapped within the mid segment of the lesion. Despite strong traction, the device could not be removed and the burr detached remaining within the lesion. A guidewire was passed alongside the burr and inflation was performed using a 1.5 mm balloon catheter. After the burr was released from the lesion, it was retrieved via snare and removed. A stent was implanted to complete the procedure. No patient complications were reported.

Event description:
It was reported that the burr became stuck in the lesion and detached requiring additional intervention. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid to right coronary artery (rca). A 1.50mm rotapro device was selected for use. Ablation was performed from the proximal rca segment towards the distal side at 180,000 rpm for 15 seconds. While ablating, a stall indication appeared, and the burr became trapped within the mid segment of the lesion. Despite strong traction, the device could not be removed and the burr detached remaining within the lesion. A guidewire was passed alongside the burr and inflation was performed using a 1.5 mm balloon catheter. After the burr was released from the lesion, it was retrieved via snare and removed. A stent was implanted to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.